Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient stated that they needed to enable MRI mode. The agent walked the patient through activating MRI mode. The patient said that they had a burning in the area where the ins at, and it burned really bad, so the patient had to sort of rub it to make it stop burning. The patient added that they got a sharp pain in the area where the implant was. It will hurt when the patient sits or tries to massage the area; the patient will feel like a pinch in that area. The patient said that they don't want to turn off their therapy because, if they do, they will go to the bathroom a lot. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) was no longer practicing, but they were calling them because the stimulator was getting hot and had been doing that since last year. The patient stated that it didn't happen all the time, but it happened 3 times this year. The patient also stated that they saw something on the news just this year in regard to those, because the machines were getting hot. The patient mentioned that they fell on their knees, but only after the issue started last year. The agent sent them the hcp listings, and documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had not contacted their managing healthcare provider (hcp) about the issue yet. They reported that the cause of burning sensation at the ins site was unknown. They stated that ever now and then they felt burning. They reported that steps that would be taken to resolve the issue were that they would contact their doctor and schedule an appointment. They reported the issue had not yet been resolved.